Manufacturer narrative:
The affected device was analyzed onsite by dräger service. During a functional test according to specification no deviation could be detected. Analysis of the log entries revealed that the device performed one reboot of the ventilation unit on (B)(6) 2019 at 4:12 am. Based on the logged error code and the device analysis the root cause was determined to be temporary software deviation. In the event of a reboot of the ventilation unit the ventilation stops for at maximum 8 seconds, the safety valve opens against ambient (this corresponds with the reported ¿popping¿ sound) to allow for spontaneous breathing and the device generates an audible alarm (this corresponds with the reported very high pitched loud repeated noise). After the reboot, the therapy continuous with the previously set parameters, and the screen displays a message informing the user that the ventilation unit perform a reboot. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the vent alarmed for low etc02 and occlusion while in use. The patient was suctioned, repositioned, and settled with ECMO. Vent started alarming a very high pitched loud repeated noise with no alarm displayed at the top stating what the sound meant. Then there was a loud "popping" sound followed by the values reading "error". The patient was bagged and the vent was switched out. There was no patient injury reported.